Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed a pump error. There was a crack on the top of battery compartment and runs down the back of the pump towards and past the belt clip. The troubleshooting was performed. The customer was able to clear the alarm but not able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned the insulin pump for an alleged pump error 43 alarm and cosmetic damage located on the battery compartment found on (B)(6) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 43 alarms noted during testing and a review of the downloaded history files show there were seven (7) pump error 43 alarms that occurred on (B)(6) 2021 between 20:33 and 20:44. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Pump error 43 alarm in the history files are due to moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 43 alarm, cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. There are seven (7) pump error 43 alarms in the insulin pump history and are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.